Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a report by a nurse from (B)(6) of solution changing technique and fungal peritonitis. On an unreported date in (B)(6)2005, the patient began peritoneal dialysis (pd) treatment. On an unreported date, a solution changing technique event occurred. On an unreported date in 2010, the patient developed a fungal peritonitis and was hospitalized. On an unreported date, a peritoneal effluent culture was performed, which revealed a fungus. It was not reported if an analysis had been performed. The outcome and treatment for the events of fungal peritonitis and solution changing technique were not reported. On an unreported date in 2010, the patient was transferred to hemodialysis (hd). Concomitant medications were not reported. The nurse did not provide an opinion of causality for the event of solution changing technique. The nurse stated the event of fungal peritonitis was unrelated to pd therapy. The root cause of the fungal peritonitis was due to a solution changing technique.